Event description:
Involved components: nr400k - nut f/femur extens.stem all sizes neutr. - lot 52771689. Nr193k - tibia offset stem d18x52mm cemented - lot 52784842. Nk918 - imset resorb.intramedullary plug 18mm - lot 52770255. Nb013k - enduro tibial comp.offset cemented t3 - lot 52772779. Nr293k - femur extens.stem 6° d18x77mm cemented - lot 52788694. Nb075k - enduro tibia hemi-wedge t3 4mm rl/lm - lot 52703599ab. Nb016k - enduro femoral component cemented f3l - lot 52787912. Nb065k - enduro tibia hemi-wedge t3 4mm rm/ll - lot 52703600aa.

Manufacturer narrative:
Investigation result: several x-ray figures were provided to us. The rotation axis has fractured below the taper. The taper of the rotation axis shows nearly no visible damages on the surface. The rotation axis locknut is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment shows so called arrest lines which indicate a fatigue fracture. Both breakage surfaces (proximal fragment and distal fragment) show no hints for material failure like foreign material inclusions or blow holes. The thread of the rotation axis shows no abnormal visible damages. The bearing for rotation axis as well as the locking ring shows no unusual damages or deviations. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable according to procedures. Explanation and rationale: according to the doctor, a hyperextension trauma caused the axis fracture. Furthermore, the patient has received a large latissimus dorsi at the area of the ankle joint. Initially there was post-traumatic gonarthrosis in multidirectional instability after traumatic dislocation of the knee joint. Patient is obese. Conclusion and preventive measures: on the basis of the current information and as well as a result of our investigation, a definitive conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There is no indication for a material defect or manufacturing failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nr891m - enduro meniscal component f3 12mm. According to the complaint description, the patient suffered a fracture of the axis, left knee, in the course of a hyperextension trauma. In addition, the patient has received a large flapplasty at the level of the ankle joint. Initially, there was post-traumatic gonarthrosis with multidirectional instability after traumatic knee dislocation. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: nr400k - nut f/femur extens.stem all sizes neutr. - lot 52771689 nr193k - tibia offset stem d18x52mm cemented - lot 52784842 nk918 - imset resorb.intramedullary plug 18mm - lot 52770255 nb013k - enduro tibial comp.offset cemented t3 - lot 52772779 nr293k - femur extens.stem 6° d18x77mm cemented - lot 52788694 nb075k - enduro tibia hemi-wedge t3 4mm rl/lm - lot 52703599ab nb016k - enduro femoral component cemented f3l - lot 52787912 nb065k - enduro tibia hemi-wedge t3 4mm rm/ll - lot 52703600aa.